Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event